Manufacturer narrative:
H6- clinical code:4581: transient loss of va, lens rotation. Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).

Event description:
A presentation at an international congress reported adverse events associated with implantable collamer lens (icl) implantation. This was a study of three eyes of two patients describing 'a patient-centered approach for managing persistent rotational instability of toric implantable collamer lenses (icls) in cases where weakened zonular support is suspected' and to assess the efficacy and outcomes of a combined strategy involving the explantation of toric icls, replacement with non-toric icls, and subsequent photorefractive keratectomy (prk) for residual refractive error correction' initially, toric icls were implanted to correct refractive errors. Postoperative bcva was 20/40 on day one, but it decreased to 20/60 in both eyes (first patient) and 20/80 in one eye (second patient) by the first week. Slit-lamp examinations showed more than 10-degree rotation of the toric icl in all eyes. After repositioning the icls, rotation persisted, suggesting weakened zonular support. The toric icls were then replaced with non-toric icls based on the spherical equivalent, resulting in postoperative vision of 20/60. Three months later, prk was performed to correct residual refractive errors, leading to bcva of 20/20'